Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation was less effective for several weeks. They had increased intensities without significant improvement. An impedance check was performed, lead 0-7 were normal, lead 8-15 showed high impedance >40000 on contacts 9 and 13. Programs were reviewed and determined that the patient was actively using contact 13. The manufacturer representative was able to program two new stimulation programs above and below the impedance on 13. The patient reported that the new programs covered her areas of pain and was satisfied. The issue was resolved at the time of report.